Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017,product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine 5 mg/ml at 1.5009 mg/day and dilaudid 15 mg/ml at 4.5 mg/day via an implanted pump. It was reported the pump had become disconnected and it was clarified the catheter had become disconnected from the pump. It was noted they found this out during a dye study. They noticed this at least two months ago. It was reported they wanted to replace the pump and wanted to know when that would happen. The patient was redirected to the healthcare provider (hcp). Patient symptoms were not reported. No further complications were reported.